Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel of the left forearm. A 5.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during initial inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another mustang balloon catheter. No patient complications were reported and the patient's status was good.